Manufacturer narrative:
Continuation of medical devices: product ID 977c265, serial# (B)(4), implanted: (B)(6) 2016, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 07-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that if his head was completely straight it was working but if he tilted his chin down any bit the stimulation was gone and not working. The patient mentioned he had stimulation in his brain that goes all the way down to his spinal cord. The patient saw a manufacturer representative for adjustments and she adjusted his problem like he told her. The healthcare professional (hcp) didn¿t know if the patient had scar tissue around there that addressed the pain the patient was describing. The patient stated the pain was because it wasn¿t working and the hcp put him on steroids for 10 days which made it worse. Then the hcp wanted an x-ray and another manufacturer representative told the hcp that the lead or clamp was broken under the skin and was ready to rip out of his skin. The patient went to the hospital immediately afterwards. The indication for use was spinal pain. Additional information received from the manufacturer representative reported that all impedances were within normal limits the last time they were checked. The representative noted they had not confirmed with anyone that the lead was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient felt like he was losing stimulation when looking down. It was reported the issue occurred after the patient had a seizure and a fall in (B)(6) 2017. Patient felt normal stim. When head was at normal eye level position. Possible lead movement was discussed. The manufacturer's representative (rep) is looking into getting an x-ray of the lead. Lead is at t8-9 level. No further complications were reported/anticipated.